Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced a strong shocking sensation from the ipg site. Following the sensation, the ipg turned off and was unable to be turned on again. In addition, communication could no longer be established between the ipg and the patient programmer. The ipg was explanted and replaced.